Event description:
It was observed during the device evaluation, that the subject device air water channel and air/water cylinder (tube) had white foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. .a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.